Event description:
It was reported that oversensing of noise was noted on the right ventricle (rv) pacing and sensing lead resulting in inappropriate high voltage therapy being delivered on the defibrillation rv lead. The rv pacing and sensing lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.